Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced shortness of breath and nausea. The pulse generator exhibited low battery voltage.